Event description:
On (B)(6), 2010, the pt's mom/reporter contacted animas on behalf of the lay-user/pt alleging that the onetouch ping insulin pump system will not prime. The product issue began approx three days prior to contacting animas. After the insulin pump would not prime, the pt's blood glucose was elevated to "600 mg/dl" on (B)(6), 2010. The pt was taken to the emergency room per the recommendation of her doctor. The reporter claimed that the pt was not hospitalized but was treated with insulin via syringe. During the ER visit, the reporter attempted to prime the insulin pump again without success. The pt's blood glucose is currently stabilized within the 200-300 mg/dl range. According to the troubleshooting performed with customer service, it was noted that there were no drops from end of tubing when primed. The site where the insulin was dispensed was changed on (B)(6), 2010 and again on (B)(6), 2010, during the emergency room visit. During troubleshooting, the reporter went through a priming sequence with the animas rep. The issue was not resolved. There were 47 units in the cartridge before priming. Priming was performed until the cartridge displayed 0 on the insulin pump. However, it was noted there were no drops dispensed during priming and the insulin still had insulin in the cartridge. This complaint is being reported because the reporter claimed that the pt received medical intervention for a blood glucose reading of "600 mg/dl" after the alleged issue began.

Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the pump was functioning properly and delivered insulin accurately. The issue that the pt could not prime the pump was not related to a mechanical defect.